Event description:
Reporter indicated a vns patient was having increased seizures believed to be related to vns generator end of service, but generator end of service was not confirmed. The patient had generator replacement surgery. Attempts for further information and return of the explanted generator are in progress.